Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the antenna tip broke when the physician inserted it in the liver. All antenna parts were completely removed from the patient¿s body. A new antenna was needed in order to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Additional: evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the antenna was broken at the plastic feed point. The broken section was still attached. The investigation found that the plastic feed point in the radiating section was fractured. The inner conductor wire is still intact. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states: do not apply excessive lateral or rotational force during the insertion or extraction of the antenna. Doing so may lead to breakage at the antenna feed point and injury to the patient or user. Use a scalpel or electrosurgical pencil to expand the insertion point if you meet resistance. Although the antenna is slightly flexible, using force may lead to breakage at the antenna feed point and possible injury to the patient. Do not attempt to bend or reshape antennas. Product damage and/or malfunction may result. View the inserted portion of the antenna using image guidance, such as computerized tomography (CT) or ultrasound, to ensure the antenna is not bent or broken. If information is provided in the future, a supplemental report will be issued.